Manufacturer narrative:
(B)(4). The customer reported that an incident occurred involving the philips x2 speaker displaying a "speaker malf" inop, and a pt death occurred. The x2 was connected to a philips mp70 monitor and the central station, therefore, alternate sources for audible alarms were present and this inop was obvious to clinicians. Upon post incident testing by a philips field service engineer (fse), the speaker was working as intended. We will consider that x2 audio functions did not fail in this incident. At the time of this report, the customer has not provided any further details regarding the death. No info about context of usage of the device at time of incident was provided, nor did the customer clarify the involvement of the device in this incident. The customer did not allege that the reported product contributed to the incident, though. Generally, the provided info is relatively sparse. The field will be contacted for further info about how/to what extent philips equipment was involved in/contributed to the incident. Due to an increased number of complaints where the x2/mp2 generated a "speaker malf" inop, CAPA (B)(4) has been opened in order to apply in-depth investigation on what causes this failure mode. As of august 30th 2010, the FDA has been notified about mandatory field action (B)(4), which recalls all x2/mp2 in a specified device sn range, as well as exchange speaker assemblies shipped within specified time frame. All speakers affected by the provisions of (B)(4) will be replaced with a revised design speaker assembly. The s/n of the device reported in current case, as well as the described failure mode, match provisions of the (B)(6). Philips informed customers about this recall (B)(4) and sent each affected customer an urgent medical device correction notification/field safety notice ((B)(4)). This notification was issued in september 2010 and explains the issue. It further gives customers instructions on actions to take while they await the correction, which will come in the form of replacement speaker assemblies. (B)(4) has been issued to inform the philips field service organization about the field safety notification. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that an incident occurred involving the philips x2 speaker displaying a "speaker malf" inop.